Event description:
Author reported event of "tube breakage" from journal article: "injection port and connecting tube complications after laparoscopic adjustable gastric banding", obes surg (2010) 20:410-414 doi 10.1007/s11695-008-9561-4.

Manufacturer narrative:
Taper unknown. The product associated with this report will not be returned as the device was not explanted. The connector type cannot be identified nor an assumption made as to the type of the connector associated with this complaint because no serial number or implant date was given. Multiple requests for further information have been made. Allergan has received no response from the authors at this time. Device labeling addresses the reported event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."